Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015, and found a leak under the wbc bath. The leak was caused by broken tubing on pinch valve vl12b. The fse replaced the tubing to resolve the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a fluid leak of approximately 30ml from the white blood cell (wbc) bath on a coulter lh 750 hematology analyzer after running patient samples. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.